Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The veriflex 3.0x24mm stent was removed from the packaging hoop. It was found the stent was dislodged from the delivery balloon and was stuck on the stylet wire. It is noted that nothing out of the ordinary was experienced during the unpacking and preparation of the device. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that the stent was free moving on the delivery balloon. The stent was received with approximately 3mm of the distal end of the stent positioned inside the stent protector. The stent was slightly stretched. The stent could be removed from the protector with no restrictions noted. An examination of the stent protector identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The veriflex 3.0x24mm stent was removed from the packaging hoop. It was found the stent was dislodged from the delivery balloon and was stuck on the stylet wire. It is noted that nothing out of the ordinary was experienced during the unpacking and preparation of the device. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4)